Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17 mm from the distal end. The probe tip was also returned. There was scratch around the broken point. The fracture surface of the probe showed that crack developed around the scratch. The tissue pad of the subject device was worn but not separated. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. It was also known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a partial hepatectomy, the subject device was used. In the procedure, probe damage error and open circuit error occurred. The probe of the subject device broke off in the patient. It was not reported whether the fragment was retrieved or not. The tissue pad of the subject device was separated. The intended procedure was completed with another device. There was no patient injury reported. On july 9, 2019, olympus medical systems corp. (Omsc) found that the probe was broken off and the coating for electric insulation of the probe was partially missing. It was also found that the tissue pad of the subject device was not separated. This is the report regarding the breakage of the probe and the missing of the probe coating.